Manufacturer narrative:
Additional information: maude report number.the affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medwatch report from the facility which states, "upon trying to reconnect the secondary tubing to the primary line the nurse noticed that where the secondary line connects to the primary line was broken. Tubing was replaced and no injury to the patient occurred."

Manufacturer narrative:
The suspect device was not received for investigation. The concomitant products were received and investigated. The customer¿s report that breakage was noticed where the primary and secondary lines connect could not be confirmed because the suspect set was not returned. Visual inspection observed a missing locking hub on the trifurcated adaptor of the concomitant tri-fuse set model 20038e. Although the distal portion of the set could not be secured to any other component due to the absence of the locking hub, the rest of the set functioned without incident. Visual inspection (including use of a microscope) observed cracks on the broken male luer collar. The root cause of the breakage could not be identified.